Event description:
The customer reported via phone call that he experienced high blood glucose levels. The customer's blood glucose was over 300 mg/dl. The customer explained that he had been experiencing the high blood glucose for around for weeks. The customer did not express having any symptoms related to his high blood glucose. The customer also mentioned that he experienced symptoms that may have been indicative of the possible set of diabetic ketoacidosis. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer declined troubleshooting for the insulin pump. The customer was advised to call back when he was able to perform troubleshooting. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.